Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to manufacturer that the vns pt was referred to the surgeon for a consult as the treating physician stated that the device "was not working". At the surgical consult, diagnostic tests were performed which revealed high lead impedance. According to the pt the last time the diagnostics revealed normal function was sometime last fall (2007). The pt then explained that the grandson had grabbed the generator and "turned it like a doorknob" sometime in the last six months. Furthermore, the pt explained that the treating physician first noticed "something was wrong". The pt does not feel stimulation; however, she does not feel normal stimulation of the device. A slight increase in seizures (below baseline) was also reported. X-rays were taken to assess the continuity of the system and sent to the manufacturer for review. Review of x-rays revealed no obvious anomalies that could be contributing to the reported event. Attempts to obtain add'l info regarding the plan of care have been made, but have been unsuccessful to date. Revision surgery is likely.